Manufacturer narrative:
On 12/10/2015. Software investigation completed. Findings are that this is not a software issue. The surgeon was using navlock trackers with zimmer taps and driver. The medtronic representative informed the surgeon that was off-label use and recommended the surgeon use medtronic taps and drivers. Opened a medtronic tray to use with the navlock and accuracy was restored. The procedure continued with minimal delay and no patient impact. Site used the application in an off-label way and was unsuccessful. Software functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using navlock trackers with zimmer taps and driver. The surgeon was actively tapping the hole when alleged the inaccuracy. They verified the instruments, took a spin, and went to tap and noted that they were inaccurate by 20 millimeters in the posterior direction. The medtronic representative informed the surgeon that this was off-label use and recommended the surgeon use medtronic taps and drivers. A medtronic tray was opened to use with the navlock and accuracy was restored. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.